Event description:
Boston scientific received information that during an attempted threshold test, artifacts were observed on this right atrial pacing lead. Loss of capture was also noted. The artifact did not result in oversensing. The cross-chamber blanking period was extended which resulted in intermittent artifact. No adverse patient effects were reported. Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.